Event description:
It was reported the patient had a fecal management system placed on (B)(6) 2015, while residing at another facility. Approximately 29 days post-insertion, a nurse at the reporting facility attempted to deflate the retention balloon and remove the fecal management system. The nurse was reportedly unable to withdraw fluid from the retention balloon via the inflation port. In order to remove the fluid from the balloon, the inflation tubing was cut near the luer lock. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Ther were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.